Event description:
A surgeon has reported that a cv232 iol implanted in a male patient's left eye in 2003 appears to have a moderately severe central opacity within the device. Patient rechecked in 2004 with same finding. No complications reported related to implant procedure, with cornea reported as clear immediately post-op. Visual acuity reported as 20/50+, os at 2004 visit. Prognosis is unknown. Patient declines explant at this time but is scheduled for follow up in 2005. No further information is available at this time.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.